Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding vaginal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea and weight increased outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: pfs received: case become incident, previously reported event injury to herself was deleted, newly added events- vaginal haemorrhage, menorrhagia, dysmenorrhea, weight gain, essure removal date was added and product indication were updated, reporter was added, consumer date of birth date was added, lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding vaginal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, morbid obesity, obstructive sleep apnea syndrome and hypothyroidism. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery ( salpingectomy (bilateral removal of fallopian tubes), ablation). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the weight increased outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008. Current weight 241 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2009: essure confirmation test(s) unspecified -result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding vaginal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperlipidemia, morbid obesity, obstructive sleep apnea syndrome, hypothyroidism and multiple allergies. Concomitant products included levothyroxine sodium (synthroid) and loratadine (claritin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with calcium;magnesium;zinc (calcium magnesium zinc), estradiol (estrace), fluoxetine hydrochloride (prozac) and surgery (salpingectomy (bilateral removal of fallopian tubes), ablation and salpingectomy (bilateral removal of fallopian tubes)/ablation). Essure was removed on 26-oct-2018. At the time of the report, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the weight increased outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008. Current weight 241 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Imaging procedure - in (B)(6) 2009: essure confirmation test(s) unspecified -result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: fu received. No new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding vaginal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, morbid obesity, obstructive sleep apnea syndrome and hypothyroidism. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes), ablation). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the weight increased outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008. Current weight 241 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2009: essure confirmation test(s) unspecified -result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: pfs received: outcome of events: dysmenorrhea, vaginal hemorrhage, menorrhagia were updated. Onset date of events: dysmenorrhea, vaginal hemorrhage, menorrhagia were added. Medical history, concomitant drug, patient aka name were added. Lab data was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.